Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, alaris smartsite, occlusion. The following was reported by the initial reporter: the patient required multiple intravenous lines, so a three-way valve was used to connect a needleless injection cap. However, after connecting the system, it was found that there was significant resistance and the solution could not be administered, so the needleless injection cap was replaced with one from a different brand.